Event description:
It was reported that the after using insyte autoguard 22ga material, there was a failure in the safety device. When was the incident with the product identified (before starting the procedure, during handling of the product by the professional/user, during use on the patient, or after use on the patient)? After use on the patient was there any harm to the patient, healthcare professional, user, or others? (Provide details): there was no harm to the patient was medical and/or surgical intervention necessary due to the incident (imaging tests, surgery, administration of medication, etc.)? (Provide details): no medical or surgical intervention was necessary.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed for provided material number 38182314 and lot number 5274108. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported event. However, a probable root cause may be related to a failure in the uv adhesive application, resulting in the adhesive being applied to the button component and the spring instead of the component hub. Another possible cause would be improper spring formation, resulting in a ¿broken¿ spring, in which the last coil is misaligned and prevents the correct downward movement of the hub. At this time, a corrective and preventive action plan has been initiated to address the issue of safety shield activation failure (catheter) and it has been determined as necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.